Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 error was the defective load cell 1. The broken front enclosure and defective load cell were likely attributed to mishandling such as a drop. The reported complaint of "the autopulse platform displayed user advisory (ua) 12 (lifeband not present) error message upon powering up" was confirmed based on the archive data review but was not confirmed during functional testing. No device malfunction was found during the testing that could have contributed to the ua12 error message. The probable root cause of the reported ua12 was the band clip on the lifeband not properly engaging the safety switches in the driveshaft because either there was no lifeband installed or the lifeband was improperly installed, likely attributed to user error. Visual inspection of the returned autopulse platform was performed. The front enclosure and UDI label were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, one of the screw fittings on the front enclosure was broken with missing a screw. In addition, the UDI label was heavily scratched and peeled off at multiple locations. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling. The front enclosure and UDI label were replaced to address the observed issues. A review of the archive data was performed and showed multiple user advisories (ua) 07 (discrepancy between load 1 and load 2 too large) and ua12 (lifeband not present) error messages around the customer's reported event date; thus, confirming the reported complaints. Based on the archive data files, the ua12 error was cleared multiple times by the customer and was not replicated during functional testing. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Functional testing failed due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell 1 was defective, and it was replaced to address the ua07 error. During further functional testing, the belt switch assembly was evaluated as a possible root cause for the reported ua12 error; however, the belt switch assembly was observed within the specification. Unrelated to the reported complaint, it was noted that the threads of the pem nuts on the power distribution board (pdb) support brackets were stripped. Because of this, the board was not fully mounted on pcb support as the pem nuts were not secured and kept spinning. The pcb support brackets containing new pem nuts were replaced to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. When the autopulse was powered on, the platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The user replaced the lifeband to troubleshoot the issue, but the platform displayed a ua12 (lifeband not present) error message upon powering up, and the platform did not size the patient. No other attempts were made to clear the error message. The use of the autopulse platform was immediately discontinued, and manual CPR was resumed. No consequences or impact to the patient.